Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filled.

Event description:
It was reported to boston scientific corporation that a polaris loop stent was used during a jj placement procedure performed on (B)(6), 2019. According to the complaint during the second check of the loop stent, both loops were found cut. The procedure was completed with the original device. The exact date of the second check was not reported. It was also not reported whether the stent was removed during this second check procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reported to be good.